Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was one instance of paenibacillus suspected to be contamination. Results were reported but patient was not treated. No patient impact. The following information was provided by the initial reporter: customer reports one instance of paenibacillus they suspect to be contamination - lot #2041455.

Manufacturer narrative:
H.6 investigation summary: catalog 442023; batch no. 2041455. Customer reported a contamination issue while using bactec product. Returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h. 10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was one instance of paenibacillus suspected to be contamination. Results were reported but patient was not treated. No patient impact. The following information was provided by the initial reporter: customer reports one instance of paenibacillus they suspect to be contamination - lot #2041455.